Event description:
In 2008, a clinical incident involving a ultravac arthrowand and atlas controller was reported to arthrocare corp. During a left shoulder subacromial decompression procedure, the pt sustained a third degree burn ( full thickness loss which did not involve muscle) approx the size of a silver dollar surrounding the portal. Pt was treated by a plastic surgeon and received a full skin graft.

Manufacturer narrative:
The device was reported as not available for investigation. Since the device was not returned for investigation and the lot number for the device was not known, a complete investigation cannot be performed. The burn was likely due to inadequate control of the irrigation fluid. The instructions for use provides the following warning: " when using wands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury." Two devices, ultravac with integrated cable ( catalog no. Asc5000-01) and atlas controller (catalog no. H3000-00), were used in the same procedure and two separate mdrs are filed for each device under medwatch numbers 2951580-2008-00012 and 2951580-2007-00014.